Event description:
Pt was revised to address loosening of the stem at the cement/bone interface. Competitor's cement was used at the primary surgery. Poly wear was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.